Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an implant form that this patient was presented to the electrophysiology laboratory for a device replacement and ilead revision procedure. The right ventricular (rv) pace/sense lead was surgically capped and replaced due to intermittent capture at maximum ouput. There were no adverse events reported.